Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead was noted pacing in the right ventricle, the atrial lead dislodged. The lead was successfully repositioned and dislodged again. The patient was transported to another hospital and repositioned only to dislodge a third time. The lead was subsequently explanted and replaced on (B)(6) 2016. The patient was stable before, during and after the procedure.